Event description:
The patients events started approximately two months after implantation. The patient was programmed at first two weeks after implant to 0.25 ma then two weeks after adjusted the vns to 0.50 ma, then 1 month after adjusted vns to 0.75 ma and was when the patient had the event. Their treating physician did not know the exact event start date. Product analysis was completed on the patient's explanted generator. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids in the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the diagaccumconsumed memory locations revealed that 12.056% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient's lead was not returned for analysis. The generator was returned and analysis completion is pending.

Event description:
It was reported that the patient had his device explanted on (B)(6) 2012 due to the inability to tolerate the coughing and laryngeal muscle spasms that occurred with an increase in stimulation. The start date of these events is unknown at this time. These issues began when the patient's output current was increased from 0.75ma to 1.0ma, and occurred with mode normal stimulation and magnet mode stimulation. It was reported that no medication changes preceded the onset of the event. The patient's medical history was also given. The patient had brain cancer in his posterior fose five years prior to the event and developed refractory epilepsy from the tumor resection ("sequel medulloblastoma resection"). The vns was implanted after the brain cancer was diagnosed for the refractory epilepsy indication. The patient's explanted generator and lead will be returned to the company.